Event description:
The user facility reported a 52-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. A trans-esophageal echo was performed, and a large clot was noted on the impella cp in the descending aorta. The doctor decided to not remove the cp out of risk of limb loss. Patient was taken for immediate CT scan; distal limb flow was decreased, and the physician was unsure if distal aorta was occluded or into iliacs. The impella cp was explanted and patient was escalated to the imeplla 5.5

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombus and the limb ischemia ¿ reversible issues has been completed since the initial report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and the limb ischemia was not determined.